Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead caused a cardiac tamponade, which resulted in the patient becoming unstable. The patient was brought back into the hospital, and had approximately 600 ml of blood drained. A micro perforation was also suspected. After the blood was drained, the patient became stable again. The drain will be left in for a few days. This lead remains implanted and in service. No additional adverse patient effects were reported.